Event description:
A customer reported a discrepancy between the displayed time and the actual time on a pump, which was off by seven minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in excessively high or low values. Technical support assisted the customer in updating the pump time and advised them to monitor the situation, with a recommendation to follow up if the time discrepancy of more than five minutes reoccurs. The customer acknowledged and understood the guidance provided.